Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample arrived in an opened pouch primed. Visual inspection identified a cut on the bottom side of the drip chamber. The condition was verified. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent set had a disconnection issue. The user had squeezed the drip chamber and the base disconnected from the line. This occurred during priming. There was no patient involvement. No additional information is available.